Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event r-unit (printed circuit board) was found to be broken, and inadequate resolution was caused by a component failure. However, foreign material on the llk (laser light cable) plug of the video cable section also found, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had foreign material on the llk (laser light cable) plug of the video cable section, the r-unit (printed circuit board) was found to be broken and inadequate resolution. There was no patient involvement.